Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of a midline catheter, the physician attempted to aspirate blood from the vein to confirm needle placement. During aspiration, both blood and air were observed. Upon further inspection, the introducer needle hub was found to be cracked. There were no reports of patient injury, harm, or adverse health consequences associated with this event, and no additional medical intervention was required.